Manufacturer narrative:
B3: date inaccurate, only the year is valid. D6a/d6b: the implant/explant dates are inaccurate, only the month and years are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an attorney regarding a patient who was implanted with an ins for chronic intractable pain. It was reported that the patient suffered from chronic intractable pain for many years. In (B)(6) 2015, the patient had an ins implanted; the ins was part of the restore or prime advanced family. From the outset, the patient experienced adverse effects from the device. These included intense burning sensations, erratic electrical shocks, and exacerbation of their preexisting pain. The ins failed to relieve their pain. The stimulation was unpredictable, sometimes triggering without cause or intensifying suddenly during normal activities. The patient's treating physician made multiple attempts to reprogram the device in consultation with manufacturer representatives. Despite these efforts, the adverse effects persisted. The shocks became increasingly disruptive and dangerous, affecting the patient's ability to perform daily activities and causing emotional distress. In 2018, due to the ongoing and intolerable complications, the patient's treating physician recommended that the ins be turned off. Although deactivated, the device remained implanted in patient's body for five more years.  During this period, the patient continued to experience discomfort related to the presence of the dev ice, including localized pain, abnormal sensations, and they were concerned about the safety of leaving a non-functioning medical implant in situ. Manufacturer representatives failed to provide useful assistance during this period. Their involvement was limited, and when contacted, they were dismissive of the patient's reported complications and provided no meaningful clinical or safety guidance. In (B)(6) 2023, the patient underwent surgical explantation of the ins system. The explant procedure was medically necessary due to the continued presence of the non-functional device, the physical discomfort it caused, and the foreseeable risk of further complications. The attorney alleged that the patient endured years of unnecessary prolonged suffering, underwent two surgical procedures, and they continued to live with physical and emotional injuries. The attorney alleged that the ins "was not reasonably safe as manufactured. The device deviated from applicable manufacturing specifications and quality standards required under federal law" and the device was "prone to malfunction, including the delivery of erratic stimulation, electrical shocks, and exacerbation of preexisting pain. These malfunctions occurred during normal, foreseeable use and were not attributable to surgical error or patient misuse." They alleged that the patient "suffered physical injury, unnecessary pain and suffering, emotional distress, medical expenses, and the trauma of an additional surgery" as well as "severe and avoidable physical injuries, prolonged suffering, mental anguish." The attorney reported that the patient was "implanted with a device in 2015 that had materially diverged from the configuration approved initially in 1984." The patient had a "diminished quality of life."